Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 8 days after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed and occlusal overload has occurred. Moreover, 25n.cm of primary stability was achieved, the patient presented bone type iii, immediate load procedure was performed and immediate implant was done.